Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 500+ mg/dl. The customer stated that she had a headache and her mom took her to the hospital. The customer was wearing the pump at time of hospitalization. The customer was advised of the two high blood glucose rules. The customer was advised to call back with the pump to troubleshoot.